Manufacturer narrative:
E1: initial reporter address: (B)(6). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that during continuous renal replacement therapy with a prismaflex m150 set, a "waste fluid bag leakage alarm" was observed. The set was replaced to continue treatment. There was no report of patient injury or medical intervention associated with this event. No additional information is available.